Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager door failed due to latch issues. A field service engineer replaced the mini switch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es, it remote manager was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d4 model and catalog. A supplemental MDR was submitted to reflect the correct model and catalog.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es, it remote manager was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.